Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure is part of the (B)(6) subject: on (B)(6), 2010, the patient presented with an occluded popliteal artery. This was treated in the past using silverhawk ms-m and silverhawk ss+ devices; however, there was a residual dissection plane seen. The patient was given medication therapy to see how extensive the dissection plane was, and returned for treatment. Then on (B)(6), 2010 the subject was in (B)(6) and presented to the vascular specialist with ischemic rest pain in the left leg. Surgeon felt best opportunity for limb salvage was a femoral to posterior tib bypass. Please reference MDR 2183870-2011-00098 for the other silverhawk used in the (B)(4) procedure.